Event description:
It was reported that an unknown zimmer screw fractured in the implant at tooth location #18. The patient will have to return for surgeon to expose implants, to remove broken screws and placement of new one with crown.

Manufacturer narrative:
This follow up report is being submitted to relay additional and corrected information. The following sections are being reported: b5: it was reported that an unknown zimmer screw fractured in the implant at tooth location #18. The patient will have to return for surgeon to expose implants, to remove broken screws and placement of new one with crown. D1: unknown zimmer abutment screw. D8: correction: no. G4: 19 mar 2019. G7: follow up. H1: serious injury. H2: correction, additional information. H8: initial use of the device. H10: manufacturer narrative, corrected data. The reported device was not returned for evaluation. As the device was not received for evaluation, the reported condition of "an unknown abutment screw fractured in the implant at tooth location #18" was not confirmed. A device history record review (DHR) could not be performed as the reported device lot is unknown. A complaint history review could not be performed as the reported device lot is unknown. A definitive root cause could not be determined. Probable causes related to this event include customer error in screw torqueing, abutment assembly and prepping, and possible external patient factors not considered. It was reported that the patient has a history of bruxism, which can contribute to screw fracture. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device not returned

Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that an unknown zimmer screw fractured in the implant. The patient will have to return for surgeon to expose implants, to remove broken screws and placement of new one with crown.